Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(6) of peritonitis in a patient coincident with dianeal 1.5% pd2 therapy for peritoneal dialysis (pd). Dianeal therapy was ongoing. During a call with baxter india technical service, the following was reported. On (B)(6) 2012, the patient experienced peritonitis. The cause of peritonitis was unknown. It was unknown whether there was any hospitalization for the event. Treatment for the peritonitis was rendered with vancomycin injection, ip 2gm and fortum injection, ip 1gm (frequencies not reported).

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Correction: corrected with correct manufacturing facility information for the unknown disposable. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.